Event description:
The user facility reported a 74-year-old female with cardiomyopathy undergoing surgery was implanted with an impella cp for mechanical circulatory support. After two days of support, the impella cp pump stopped. . The cp stopped after the pump was cross-clamped for the surgical procedure for the mitral valve. The pump would not restart post cross-clamp. The pump was removed but not noted to be replaced. No lasting harm or injury from the stop.

Manufacturer narrative:
The investigation into the "pump stop" has been completed. The device was returned for evaluation. Returned complaint cp pump was visually inspected and found to have biomaterial observed around impella. Pump connected to automated impella controller (aic) and pump stop alarm reproduced. Pump soaked to remove the biomaterial. Biomaterial removed and pump run in water successfully without stopping within specific p-level and flow rate. Root cause of the pump stop issue was biomaterial ingested due to patient condition related and after removing it the pump worked perfect within specific flow range. The failure modes will be monitored and trended. Instructions for use for pump stop event: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿